Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed; however, a different issue was found.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent occlusion alarms occurred during basal delivery. The customer reported blood glucose levels between 167-210 (mg/dl) the customer changed their site and resumed insulin delivery to address occlusion; however, another alarm occurred. The customer began but declined to complete all troubleshooting steps with tandem technical support.